Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the false upstream occlusion alarm, which was identified and confirmed during evaluation. Evaluation observed a false upstream occlusion alarm while running a loaded set and determined causality to be continuity across the pins of the ultrasonic sensor flex. The upstream sensor was replaced to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.